Manufacturer narrative:
This report is filed february 28, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.the manufacturer became aware upon receipt of the explanted device on (B)(6), 2014.

Manufacturer narrative:
(B)(4).